Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from a funeral home with the information that the device system was removed prior to cremation and next-of-kin. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately six months post the implant of the crt-d, left ventricular pacing lead and addition of a right ventricular pacing lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.